Event description:
The facility reported a flogard infusion pump which generated a 38 alarm; this alarm indicates a malfunction in tube misloading detection circuitry. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a 38 alarm was confirmed during device evaluation. The device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The root cause was determined to be out of specification force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was returned to the customer in good working condition.